Manufacturer narrative:
Results: the lot number for the device remains unknown, so a review of the manufacturing records could not be conducted.

Event description:
On an unknown date a patient underwent endovascular treatment of an abdominal aortic aneurysm with gore devices. On (B)(6) 2016 the patient underwent a reintervention whereby an aortic extender was implanted.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2013 a patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2016 the patient underwent a reintervention whereby an aortic extender was implanted. The reason for the reintervention was reported to be a type ia , type ii endoleak leading to aneurysmal sac expansion of 0.9cm. The patient did well following the procedure.